Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 36/0, taper 12/14 on (B)(6) 2011. The patient was revised on (B)(6) 2015 due to pain and metallosis. Additional information has been requested and is not currently available.

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device was not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. As no lot number was provided for the device, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend identified. Event summary: patient was implanted with biolox head on (B)(6), 2011 and was revised on (B)(6), 2015 due to pain and metallosis. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. The compatibility check was performed from (B)(6) and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using dfmea: - increased wear particles from articulation, osteolysis due to inappropriate design concerning tribological performance => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - increased chemical, galvanic or crevice corrosion and / or fretting of material, metal ion release from stem taper due to micromotion due to increased frictional moment, corrosion => possible: no devices were sent back. A product analysis could not be done. Therefore, this point cannot be excluded. - increased wear due to foreign particles in cop and coc pairing => possible: no devices were sent back. A product analysis could not be done. Therefore, this point cannot be excluded. - release of corrosion particles of stem taper due to inadequate material pairing => not possible: no issue with material pairing. - release of metal ions from stem taper due to inadequate material pairing => not possible: no issue with material pairing. - increased chemical, galvanic or crevice corrosion and / or fretting of material, metal ion release due to not allowed/ wrong combination of zimmer products => not possible: no issue with the combination of the products. - mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products => not possible: no off label use noted. - increased wear, fretting corrosion on stem taper (lever torque) due to patient with high body weight => possible: no information was given to the weight of the patient. Therefore, this point cannot be excluded. - adverse body reaction systemic or local (genotoxicity, carcinogenicity. Toxicity, irritation, hypersensivity, etc.) Due to usage of bioincompatible material => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Conclusion summary patient was implanted with biolox head on (B)(6), 2011 and was revised on (B)(6), 2015 due to pain and metallosis. According to the operative notes some "marked granulosis" is found in the femoral component. It was also reported that there was no signs of loosening or fracture of hip. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. It is unknown whether the components were implanted with the correct fit and orientation according to the surgical technique. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).